Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp)unit had a system failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp)unit had a system failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. A system failure appeared when autofilling was started. The fse replaced the drive manifold (0104-00-0018) after determining that it was defective. The fse performed all functional tests and ran the unit for more than two hours without any issues. The iabp was handed over to the customer in good, working condition.

Event description:
N/a